Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product previously reported (d4) was confirmed to be associated with another complaint. Therefore, product ID needs updated to the correct product associated with this complaint. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). H3: the customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted.

Event description:
It was reported that there was a worn reamer. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). Updated: b4, b5, d2, d4 (item, lot), d9, g3, h1, h2, h11. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Proposed annex g: mechanical (g04) - drill updated: b4, b5, d2, g3, h1, h2, h3, h6, h11 reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.